Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: a visual examination confirmed a hypotube kink 33.2cm from the catheter strain relief. This type of damage is consistent with applied forces to the device during the procedure. The catheter tip was pushed back. This is consistent with the tip encountering resistance during advancement. A microscopic examination confirmed a pinhole in the proximal balloon body. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion being treated was located in the calcified and moderately tortuous left anterior descending (lad) artery. The physician advanced a 15mm x 2.0mm maverick 2 mr balloon catheter to the target lesion. Upon the first inflation at 6atms the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No complications were reported and the patient's status is good.